Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode (te) pad messages) has been confirmed. As received, the belt failed incoming testing, specifically the ECG falloff test. Upon investigation, there was an open along the black (3.3v) and white (drvn gnd) wires inside the trunk cable. The cause of the test failure and the reported alarms is the open wires. The root cause for the open wires was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor returned belt (B)(4) and notified zoll to report that a patient was receiving adjust belt messages and check therapy electrode (te) pad messages.